Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the polaris spectra system control unit (scu) was unavailable. The system displayed "scu unavailable" in self-test. Site opened nditoolbox and reported the error message "scu failure" was displayed. The camera had an amber light illuminated. Troubleshooting was performed and the site had the system covers off, reported reseating ethernet cable from router to scu did not resolve the issue. The scu had the two expected green lights illuminated. They bypassed the ethernet cable from the scu to the router with a known working ethernet cable and the issue was resolved. Then they replaced the original ethernet cable and the issue again was resolved. Probable cause was a loose ethernet connection from router to scu. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836, lot/serial #: unknown h3,h6) no parts have been received by the manufacturer for evaluation. Please see regulatory report 1723170-2024-03063 for the first occurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the camera (product 9735820) was replaced. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820r, lot/serial#: (B)(6). The polaris spectra system control unit (scu) was returned to the manufacture for analysis. The scu was found to be fully functional. The scu had normal communication and tracking for all three ports. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.